Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the front fork is bent and breaking. The provider states the issue has happened a few times now but couldn't give the exact amount of times.